Event description:
It was reported that device migration and explantation occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. A watchman access system (was) was positioned at the laa. A 31mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed. Extreme wire bias was noted on the wds. When the closure device was released and implanted, by unscrewing the core wire, the device shifted favorably and reduced the small shoulder that was present during assessment. After 5-10 heartbeats it was observed on transesophageal echo (tee) that the device continued to shift and moved proximal. Despite the closure device appearing stable yet proximal to the laa ostium, the physician chose to percutaneously explant the device using a non-boston scientific (bsc) steerable sheath and non-bsc snare device to retrieve the closure device from the body. The procedure was concluded. The patient had no complications and is stable in recovery and expected to discharge as anticipated.

Manufacturer narrative:
Medical media was provided to aid in the investigation and was reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review concluded: imaging provided depicts proximal position while closure device is attached to core wire. However, imaging does not clearly indicate positioning of closure device prior to release; cannot conclude use error.

Event description:
It was reported that device migration and explantation occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. A watchman access system (was) was positioned at the laa. A 31mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed. Extreme wire bias was noted on the wds. When the closure device was released and implanted, by unscrewing the core wire, the device shifted favorably and reduced the small shoulder that was present during assessment. After 5-10 heartbeats it was observed on transesophageal echo (tee) that the device continued to shift and moved proximal. Despite the closure device appearing stable yet proximal to the laa ostium, the physician chose to percutaneously explant the device using a non-boston scientific (bsc) steerable sheath and non-bsc snare device to retrieve the closure device from the body. The procedure was concluded. The patient had no complications and is stable in recovery and expected to discharge as anticipated.